Event description:
It was reported that stent dislodgement occurred and patient had chest pain. The target lesion was located in the moderately calcified and mildly tortuous ramus artery. A 16 x 2.25mm promus elite mr drug-elutng stent was advanced for treatment. However, during reposition, the stent came off the balloon catheter. The physician tried to rewire but was unsuccessful. The stent was then mashed against the vessel with another promus stent. The patient developed chest pain. No further patient complications were reported.